Manufacturer narrative:
A4: unk a5: unk a6: unk h6 - work order search: no similar complaint was reported for units within the same lot. Claim (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 13.2mm vticm5_13.2 implantable collamer lens, -11.50/+3.0/080 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6)2023 and the lens was stuck in cartridge or injection system. There was patient contact but no injury. The lens was damaged. The lens was replaced with a shorter lens.